Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint to perform failure analysis (fa) evaluation. The harmonic ace instrument was analyzed and fa investigations confirmed the customer reported complaint. For clarification, the instrument was found with a broken curved blade. The broken piece, measuring approximately 0.62" x 0.10", was returned. No material appeared to be missing as the broken assembly was pieced back together. Blade damage may be detected by the generator with a solid tone or an error. A review of an image provided of the instrument was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. Per the review, the image confirmed that the harmonic ace instrument blade was broken. No conclusive determination can be made for the cause of the breakage based on this analysis.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the harmonic ace instrument shears broke. A fragment fell inside the patient and was retrieved during the same procedure. The procedure was completed robotically.